Event description:
The patient reported that he has had in total 5 v-go devices lift off his body when he was working outside as well as in the shower. The patient is preparing the infusion site correctly by cleaning the area with a alcohol swab and letting the area dry. The patient places the v-go on his abdomen area.